Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump exposed to water and quit working. Customer stated that after exposure to fluid got an alarm. Customer stated that unable to recall what alarm occurred. Customer stated that self test failed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.